Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a strange noise was reported to be coming from a smiths medical pneupac® parapac® ventilator during air mix operation. There were no reported adverse patient effects.